Manufacturer narrative:
(B)(4). Baxter received the device. During baxter's functionality testing, the device detected a downstream occlusion within specification at all pressure settings. No component causality could be identified for the reported symptom, "not functioning psi per specs". The reported symptom was not adequately evaluated for during evaluation, and because the pump is no longer in its received condition a re-evaluation cannot be performed. No related device malfunction was observed.

Event description:
It was reported that a spectrum pump was "not functioning psi per specs". Any patient involvement, injury or medical intervention is unknown.